Event description:
A report was received that a female patient (medical assistant experienced fusarium keratitis while using renu with moistureloc multi-purpose solution. The patient was a contact lens wearer in 2005, she had ocular inflammation in both eyes. She was treated with antiviral drug for herpetic keratitis for unspecified number of weeks. No improvement was noted in her left eye six weeks later the patient was hospitalized after she was diagnosed with fungal keratitis. The corneal scraping was positive for fusarium. The patient did not present any signs of infection. She was treated with amphotericin b and subsequently recovered. Central corneal scar was noted but her vision has recovered up to 20/40 with correction.

Manufacturer narrative:
Bausch & lomb initiated an investigation that evaluated the manufacturing facility environmental records, a review of batch records and testing of retain samples for numerous produced lots. All of the records indicate there were no anomalies that could have been related to the report, there were no fusarium recoveries from the facility environmental monitoring program of the aceptic processing areas, and all product release sterility evaluations met criteria. Product retain sample testing was completed where lot numbers were available and indicated that all chemical and biocidal performance were effective against microbial chanllenges as required. The conclusion of this investigation is that some aspect of the moistureloc formula may be increasing the relative risk of fusarium keratitis in unusual circumstances. We are continuing to investigate this link but in the meantime, we are taking the most responsible action in the interest of our customers by discontinuing the moistureloc formula nad recalling all distributed product.